Manufacturer narrative:
This report is filed on may 13, 2016.

Event description:
Per the clinic, the device was explanted on (B)(6) 2016, due to migration of the electrode lead into the external auditory canal. The patient was reimplanted with a new device during the same surgery.

Manufacturer narrative:
This report is filed may 24, 2016.